Event description:
This procedure was performed in another country. Used a paramount stent to operate and when the delivery system was advanced into the artery, the pt had an abdominal ache, so the physician stopped the procedure.